Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve disengaged. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.

Manufacturer narrative:
12/16/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg. The statutory reporting requirement of thirty calendar days has been exceeded.